Manufacturer narrative:
The pump was returned to moog and subjected to a visual inspection and a number of mechanical and flow-related tests. It performed according to specifications. The complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the "pump did not alarm when bag dry and only air entering tubing. Air began entering extension going into j-tube when parents discovered. No harm to patient per dad. Current rate-32ml/hr, dose-96ml, continuous." The parents' normal pattern of feeding is to set the pump running at 32 ml/hr for 3 hours at a time. No injury to the patient was reported.